Event description:
A malfunction alarm occurred with the pump, specifically displaying code malf 16, and it was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl and no notable events occurred prior to the malfunction. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address, provided instructions on placing the pump in storage mode, and arranged for the customer to return the problematic pump using a pre-paid label within 10 days.